Event description:
Reference MDR # 9680794-2010-00035 for the first event involving the same pt. It was reported that the hub broke off the sheath upon insertion. As a result, another manufacturer's sheath was used to complete the procedure. There was no delay in treatment and no pt complications were reported. Additional info received on (B)(6) 2010 by the sales rep reported the placement site was internal jugular. Further f/u info received from the sales rep on (B)(6) 2010 stated the physician used a competitors sheath for the third attempt and was successful.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.